Event description:
Healthcare provider reports: protime system inr results higher than expected. Protime inr was 9.9 retest result was "out of range". Pts inr therapeutic range: 2.0-3.0. Reference lab result was 2.1. No adverse effects was reported.

Manufacturer narrative:
(B)(4). MFR awaiting product return for further eval.